Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent, partial deployment and stent separation were all confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the external left iliac. A cross-over technique was used through a sharp angled bifurcation over a .018 guide wire. During the attempt to deploy the stent the thumbwheel blocked. The stent implant was deployed approximately 4 cm. The partially deployed stent was removed from the patient through the sheath; however, approximately 1 cm of the stent remained in the patient. No attempts were made to remove the 1 cm of stent from the patient. A new stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.